Event description:
On 30-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2021, it was reported that patient's infusion set's tubing detached at the quick release. The patient observed insulin came out of the tubing about thirteen hours, after the set was changed. This issue occurred with three sets. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that patient's infusion set's tubing detached at the quick release. The patient observed insulin came out of the tubing about thirteen hours, after the set was changed. This issue occurred with three sets. No further information available.